Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2017865-2017-02077 and 2938836-2017-20696. During a follow-up, there were noise reversion episodes possibly due to electromagnetic interference or due to noise on the right atrial (ra) and right ventricular (rv) leads. No intervention was performed and the patient was stable and will be monitored.